Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited high pacing impedance. A tissue was found at the ralp helix and attempts to move that were unsuccessful. The ralp was not implanted, and an alternate near at hand was implanted instead on (B)(6) 2025. No intervention was performed. There were no patient consequences.